Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The trocar assembly was received. The cannula was cracked at the distal end. The circular and envelope seals were intact. The device passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, when the obdurate and cannula were inserted through the radial expandable sleeve, a small piece broke off the distal end of the cannula. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. Surgery time was not delayed by more than 30 minutes. A piece of the device fell into the patient's cavity and could not be retrieved. The surgeon searched in the cavity with a scope.